Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located 02 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the remote manager refrigerator door lock would not unlock due to latch damage. A field service engineer (fse) replaced the latch and harness, realigned the hasp, and inspected the remote manager box, bus cable, harness, and interface board. The fse also checked the bus cable connection at the communication sled. These actions were taken to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager refrigerator door lock would not unlock. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.